Event description:
The patient reported the tubing of her insulin infusion set completely separated at the luer lock. She stated she discovered this when she woke up this morning and saw the tubing "dangling." She said because of this, she had an elevated blood glucose reading of 300 mg/dl with her normal range being 80-120 mg/dl. She stated she corrected her blood glucose level by changing her infusion set and giving herself an insulin injection. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.